Manufacturer narrative:
No device was returned for investigation; therefore, the customer's complaint could not be duplicated. The exact cause of the customer's complaint could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was defective. No adverse patient effects were reported by the customer". Infusion was life sustaining.